Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station became stuck on a black loading screen after a reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black loading screen. A field service engineer found that three units experienced system crashes that caused the displays to freeze and prevented the systems from rebooting. The units remained on a continuously loading blue screen. Firmware version 11.1 was successfully uploaded, and the station units were reimaged to resolve the issue. The system functioned as intended after the field service engineer repaired the device.